Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-apr-2025. Investigation summary: bd received three photos and five samples for investigation. A visual inspection was conducted on five customer samples for additive abnormality, with three of these samples failing due to the customer-reported defect. The analysis of the three customer photos revealed that all tubes displayed additive abnormality. Additionally, 30 retained samples were visually inspected for additive abnormality, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated with corrected information: investigation summary: bd received three photos and five samples for investigation. A visual inspection was conducted on five customer samples for additive abnormality, with three of these samples failing due to the customer-reported defect. The analysis of the three customer photos revealed that all tubes displayed additive abnormality. Additionally, 30 retained samples were visually inspected for additive abnormality, and none of these samples failed the inspection. Indications that may result from additive abnormality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Replicates of customer-returned tubes, retention tubes of the same lot, and control tubes of a different lot were tested for complete fill, clot formation, hemolysis, fibrin strand(s), fibrin mass, and red cell hang up. Bd was unable to duplicate the customer¿s indicated failure, additive abnormality, via clinical testing because there were no defects evident in the testing of the lot samples. The result of the study showed that the device performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.